Event description:
Legal counsel for patient reports that patient underwent total hip arthroplasty on (B)(6) 2005. Patient's legal counsel further reports that a revision procedure was performed on (B)(6) 2010, due to patient allegations of metallosis, soft tissue reaction, a periprosthetic fracture causing loosening of the femoral stem, and loosening of acetabular component. No further information has been provided to date. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "material sensitivity reactions.... Particulate wear debris and discoloration from metallic and polyethylene components of joint implants may be present in adjacent tissue or fluid. It has been reported that wear debris may initiate a cellular response resulting in osteolysis or osteolysis may be a result of loosening of the implant." This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2013-01987 & 01988).